Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a grip/pitch input disk broken. Input disk 7 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument clip instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier instrument clip cannot clamp appropriately. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier issue occurred when the surgeon was attempting to clamp on a vessel or tissue bundle. The instrument was unable to apply the clip successfully. The surgeon was using a large clip on a vessel/structure that was less than 5 mm. The vessel/tissue bundle was not greater than the specified diameter on the instrument. The customer attempted to apply the clip 3 times but all of them were unsuccessful. The customer used a backup instrument to continue to the procedure.